Event description:
The manufacturer received information that the trilogy ev300 ventilator was failed active exhalation verification pilot reading test. There was no patient involvement and no harm or injury reported. Onsite service was provided by the manufacturer's field service engineer. The active exhalation verification pilot reading test failure required replacement of the 3-way solenoid and proportional valves to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.